Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's leads were exhibiting high impedances. The patient also experienced a loss of stimulation. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient's leads were exhibiting high impedances. The patient also experienced a loss of stimulation. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the physician noted the patient¿s lead fractured secondary to a non-device related fall. The physician suspected malfunction of one lead, however, both leads were replaced. There were no exposed cables on the leads prior to removal. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model#: sc-2316-50, serial/lot#: (B)(4). Description: infinion lead.

Event description:
A report was received that the patient's leads were exhibiting high impedances. The patient also experienced a loss of stimulation. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4316 lot: 17079622 description: next generation anchor kit-sterile sc-2316-50 (s/n (B)(4)): the returned lead was analyzed and the complaint was confirmed. Visual (microscope) and x-ray inspection found that all cables were fractured at the bent/kinked sections of the lead body apparent a clik anchor site. There are no exposed cables. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site. Additionally, visual inspection revealed that the lead was cleanly cut, and the distal end was not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. The distal end of the fractured lead remains implanted in the patient. Sc-2316-50 (s/n (B)(4)): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-4316 (lot: 17079622): visual inspection revealed that the anchor's eyelets were fractured and exhibited missing silicone. The missing silicone was removed from the patient.

Event description:
A report was received that the patient's leads were exhibiting high impedances. The patient also experienced a loss of stimulation. The patient will undergo a lead replacement procedure.